Manufacturer narrative:
A black line of segments appeared on the display screen and the problem was isolated to the mother board. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported that there were stripes on the display. It was reported that the anomaly persisted after a battery change. Self test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.